Event description:
The article, "tav-in-tav for paravalvular aortic regurgitation due to a deeply implanted navitor transcatheter aortic valve", was reviewed. The article presented a case study of an 84-year-old woman with symptomatic severe aortic stenosis (as) with trivial aortic regurgitation (ar). It was reported on an unknown date, a 25mm navitor valve was chosen for implant. Preprocedural computed tomography showed that the annulus perimeter and area were 68.3 mm and 355 mm2, respectively; coronary height was not low (right: 14.4 and left: 12.6 mm); and aortic valve calcium score was relatively low (746.2 au). During procedure, as the navitor valve was released, it migrated into the left ventricle. It was reported the aortography and echocardiography showed severe paravalvular ar and a decision was made to perform a transcatheter valve-in-valve procedure with a 23mm balloon-expandable non-abbott valve. The second valve was implanted successfully with no adverse patient consequences. The patient status was reported stable and at three months follow up there was favorable hemodynamics and no ar with no atrioventricular block. The article concluded implanting bev-in-navitor sev could be considered a bail-out procedure for paravalvular ar after deep implantation of navitor sev, while the long-term implication needs to be investigated. [The primary and corresponding author was yuki katagiri, department of cardiology, sapporo higashi tokushukai hospital, 3-1, kita 33-jo higashi 14-chome, higashi-ku, sapporo 065-0033, japan, with corresponding email: ykatagiri.ggl@gmail.com].

Manufacturer narrative:
As reported in a research article,tav-in-tav for paravalvular aortic regurgitation due to a deeply implanted navitor transcatheter aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.